Manufacturer narrative:
(B)(4). For complaint and event on the same patient see MDR #3010532612-2019-00051 and tc #1900066501. Teleflex did not receive the device for investigation. The reported complaint of iabp alarm: helium loss is confirmed based on the pump recorder strip that was submitted as part of the complaint, however, a teleflex field service engineer serviced the pump and could not duplicate the issue. The root cause of this complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that after insertion of the intra-aortic balloon (iab), the staff was receiving helium loss alarms every 20-30 minutes. As a result, the intra-aortic balloon pump (iabp) was swapped out for another. There was no report of delay in therapy. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). For complaint and event on the same patient see MDR #3010532612-2019-00051 and tc (B)(4).

Event description:
It was reported that after insertion of the intra-aortic balloon (iab), the staff was receiving helium loss alarms every 20-30 minutes. As a result, the intra-aortic balloon pump (iabp) was swapped out for another. There was no report of delay in therapy. There was no report of patient complication or serious injury and death.